Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that there seems to had air bubbles and insulin not being pushed through. Customer's blood glucose level was unknown. Customer's father did not have anything with him to do any troubleshooting on air bubbles. Customer was explained that cold insulin may cause air bubbles which can result in interrupted insulin delivery. Allow insulin to sit while reaching room temperature. Reservoir will not be returned for analysis.